Event description:
Equashield luer lock adapter (male piece) connected to patient's port line at site closest to patient (proximal). Accessed adapter 4 times that day (2 for chemo infusions and 2 for ns flush after each chemo to clear the hub). When getting ready to remove the port needle, went to aggressively flush the distal site with ns. This ns came squirting out of the equashield adapter still connected to the proximal site on the huber needle infusion set. I don't believe any chemo was expelled, because that port had already been flushed with saline. The small amount of expelled fluid (< 1 ml) was contained to patient's shirt and dried with gauze.